Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to pain and elevated chromium levels. Intra- operatively, black material was noted inside the femoral head. The femoral head and liner were revised to a ceramic head and sleeve with an mdm/ adm liner construct. There are no allegations against the liner. Rep can provide an explant picture and reported that no further information will be released by the hospital or surgeon.